Event description:
Patient had temperature. Fan was running on ventilator circuit. I attempted to pad circuit to avoid rainout, a potentially dangerous situation. I asked if fan had to run because it would affect the ventilator circuit. After patient was turned by nursing for bath and postural drainage, patient's respiratory rate (rr) became increased with coughing. Ventilator also displayed messages of "water in expiratory filter", and "pressure measurements inaccurate". This necessitated the ventilator being swapped out for a new one.